Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that no wire was present upon removal of sensor due to a sensor failure immediately after session startup. Pt's mother reports not seeing any wire protruding from her daughter's skin but only observing a small spot of blood on pt's left triceps. Initially pt reported feeling a little pain but no discomfort of any kind was reported at the time of pt's mother call to dexcom technical support.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.